Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the light emitting diode(led) blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the light emitting diode(led). In addition, our technician confirmed that the remote control buttons disinfections damage, the root brace rubber (lg connector) disinfections damage, the insertion flexible tube worn out, the root brace rubber (insertion flexible tube) discolored, and the root brace rubber (lg control body) discolored; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).